Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The main coil, the delivery wire and the introducer sheath were returned. The main coil and the delivery wire were not interlocked inside the introducer sheath. Blood was noticed inside the introducer sheath. Twist lock was opened. The main coil was kinked and detached at the interlocking arm. Since the device were not interlocking the functional test could not be performed. Under magnification it was possible to observe the main coil detached at the interlocking arm section. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06feb2023. It was reported that the coil became stuck inside the catheter. The target lesion was located in the mildly tortuous and non-calcified internal iliac artery. A 6mmx20cm interlock-35 coil was selected for use in the aneurysm. During the procedure, it was noted that the device got stuck inside the angiographic catheter at about 10cm from the catheter hub. The coil was removed from the patient's body without problem and the procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed a main coil detached at the interlocking arm section.